Event description:
It was reported that on (B)(6) 2013 the patient started a pump trial where a trialing catheter was used. Later that night or the next morning, the catheter got pulled and the external hub was broken. The physician thought that the catheter was still intrathecal and was wondering if the catheter could be trimmed. It was later reported that the catheter hub was pulled off, so the entire catheter was replaced with a new trialing catheter on (B)(6) 2013. The patient had a successful trial and was in the process of being scheduled for implant.

Manufacturer narrative:
(B)(4).